Event description:
A distributor in denmark reported that a pump issued an alarm 20 during use, but there was no adverse impact on the customer's blood glucose level. The customer initially attempted to load a new cartridge with assistance from the support team, but the alarm recurred, preventing the continuation of insulin therapy. Technical support arranged to replace the pump under warranty and instructed the customer to use a backup insulin pump to ensure uninterrupted therapy. The customer was advised on storage and return procedures for the faulty pump.